Manufacturer narrative:
It was determined that report number 3007566237-2017-01273 was a duplicate of the event contained within this report (report number 3004209178-2017-05659). Any additional information will be submitted under report number 3004209178-2017-05659. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the healthcare professional of the clinical study reported that the explant date was still not scheduled. A clinical diagnosis of inadequate pain control was reported. At this time it was unknown if the device would be returned. The patient's medical history includes crpsi, rheumatoid arthritis, osteoarthritis, cva, and chronic lower back pain. Additionally, there was no information regarding the results of the x-rays taken for the event. Regarding the patient's report of the inability of the device to maintain the programmed outputs for 24 hours, after consulting with the technical support team, it was determined that every model of ins should be able to maintain the highest programmed outputs for at least 24 hours. There was no documentation of device programming reports or indication of any battery charging issue. The assumption was that there was a battery issue because the device was planned for explant or replacement. The device was planned to be explanted, but there was no explant date scheduled. However, it was possible the patient had a device replacement at another location and the data would not reflect the change.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional of a clinical study regarding a patient with an implantable neurostimulator (ins). A device diagnosis of "battery insufficient to maintain therapy outputs for 24 hours" was reported. It was unknown whether it was a battery or recharging issues. A clinical diagnosis of an inability to maintain pain control for 24 hours using the device was also reported. The patient complained the device was not able to maintain outputs for 24 hours. The patient stated the manufacturer representative interrogated the device but refused to have the device reprogrammed. The patient was being referred by the medical doctor to the neurosurgeon for removal. The manufacturer representative stated the patient refused device interrogation. The patient was scheduled for x-rays on (B)(6) 2017. They were planning for a scheduled explant. The event was ongoing. The event was assessed as possibly related to the device or therapy and not related to the implant procedure. No further patient complications have been reported as a result of this event

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the healthcare professional of the clinical study reported that the entire system was explanted and not replaced on (B)(6)2017. The device was disposed of according to biohazard instructions. The event was related to the device or therapy and not related to the implant procedure. No further patient complication was reported as a result of the event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.